Manufacturer narrative:
Evaluated three open and used reservoirs. Performed pre-fill test to reservoirs and found no air bubbles were observed during analysis. Checked o-rings and stopper groove for defects and none were found. No air bubbles were noted. Also, ran basal bolus leaking test and reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into pump and reservoir had no leaks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the reservoir locks and black rubber that come out and have two that were broken. The leak was past the second o- ring. After troubleshooting, customer was advised the reservoir will be replaced. The customer was advised they would like to return the reservoir for analysis. The reservoir will be returned for analysis.